Manufacturer narrative:
At this time, no additional information is available and records indicate that this device remains in service. If additional information becomes available, this report will be updated. The device was explanted over ten months later for normal battery depletion. The device was returned and underwent detailed analysis. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range.

Event description:
Boston scientific crm received information that this device had declared the elective replacement indicator (eri) with a battery voltage of 2.72 v and charge time measurements of 17.9 seconds. Premature battery depletion was suspected and device replacement was planned in the future, but the device was reprogrammed to only provide shock therapy to patient if required.